Event description:
It was reported that when the black tip at the distal end of the catheter is put into the gelco, the tip is detaching and falling into the patient. The tip was retrieved, however, surgery was prolonged. No patient permanent injury reported as a result of this event.